Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll singapore for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing includingrcs calibration, stress testing, functional testing, and electrical signature testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The forensic memory logs were not available for review. Analysis of reports of this type has not identified an increase in trend.